Event description:
International affiliate reports a long construct surgery was performed on (B)(6) 2014, with expedium si and viper2 and cfx screws. Affiliate had reported that five days postoperative it was observed that the 3 most distal screw lost the innie and the rod jumped out. However, additional information/clarification received from the affiliate indicates that according to sales rep, the rod is pulled on both sides with 6 expedium single inner set screws coming loose. Also, in another screw, a 7th expedium single inner set screw was loose. Affiliate reports that 2 more expedium single inner set screws were solved by the construct to extend new. Based on the information provided, 9 mfg. Medwatch reports are being filed for 9 set screws that are reported to have loosened post operatively.

Manufacturer narrative:
This is a follow up to one of nine initial mfg. Medwatch reports that were submitted for reported expedium single inner set screw post-operative loosening. Examination of the returned set screws found no damage as both the threads and the drive features for all screws were completely intact. No corrosion or wear were featured on the bodies of the set screws. However, seven of the nine set screws lacked the witness marks typically left on the set screws during final tightening due to their interactions with the rod. The lack of witness marks on the surfaces of these set screws indicate that final tightening did not properly occur, potentially resulting in the set screws loosening and the subsequent separation of the rod from the polyaxial screws. Reviews of the device history records for the lot codes found no discrepancies. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Although the root cause cannot be positively determined based on the provided event description or returned samples, the device evaluation noted that 7 of the set screws did not exhibit rod contact striation markings. Lack of these markings suggests that the set screws may have not been tightened to an anticipated torque level resulting in set screw loosening and rod pull-out. As there has been no issue identified in the manufacturing or release of the devices that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.